Event description:
It was reported that as the surgeon was attempting to back out a screw, the tip of a reflex hybrid screw extractor inner shaft fractured off inside the screw head. There were no adverse consequences to the patient. The screw was removed successfully with another device without reported surgical delay.

Event description:
It was reported that as the surgeon was attempting to back out a screw, the tip of a reflex hybrid screw extractor inner shaft fractured off inside the screw head. There were no adverse consequences to the patient. The screw was removed successfully with another device without reported surgical delay.

Manufacturer narrative:
Visual inspection of the device confirmed that the tip fractured. The fractured piece was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The device is 4 years old and has been in this sales rep possession for approximately 2 years. Per additional information, the device was not used at a difficult angle, the surgeon did not use complex maneuvers or excessive forces on the device, bone quality of the patient is unknown. Per the surgical technique: surgical instruments are provided by stryker spine and must be used to assure accurate implantation of the device. While rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery and after sterilization. Based on the provided information, the likely root cause of the reported event is normal wear and tear due to device age.

Event description:
It was reported that as the surgeon was attempting to back out a screw, the tip of a reflex hybrid screw extractor inner shaft fractured off inside the screw head. There were no adverse consequences to the patient. The screw was removed successfully with another device without reported surgical delay.

Manufacturer narrative:
The device information in section d was updated to reflect the correct device information received. H3: has been updated as the status and location of the device is unknown. H3 other text : status and location of the device is unknown.